Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The coaguchek softclix lancet did not retract after firing and protruded beyond the end of the protective end cap. The customer did not hurt himself and there was no adverse event. The suspect product was requested to be returned for investigation.

Manufacturer narrative:
One coagu-chek softclix classic lancing device (date stamp 06/2008) was received for investigation. No lancets were received. The reported failure of protruding lancets could not be confirmed. The customer device was tested with test lancets (lot t33c9) at all different pricking depth settings. For each attempt, the needle was correctly retracted, ejected, and produced a puncture hole. The device could be primed and released without any problems. No malfunction could be observed. The lancing device was disassembled for investigation and no abnormality was found. The lancing device worked according to with specifications.